Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/ pain/ pelvic pain, onset: right after procedure/ pelvic pain (moderate to severe)"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (live births: (B)(6) 2002, (B)(6) 2004, (B)(6) 2009), endometrial polyp, cycling accident (as a junior in high school), loss of consciousness, dysthymic disorder, ankle sprain and macrosomia. She never had meningitis. Previously administered products included for an unreported indication: intrauterine device. Past adverse reactions to the above products included device expulsion with intrauterine device. Concurrent conditions included obesity, ankle sprain, arthralgia, costochondritis, pharyngitis, pharyngitis, ear pain, upper respiratory infection, hearing loss, chest pain, costochondritis, epigastric pain, eustachian tube dysfunction, ovarian cyst, ovarian cyst ruptured, ovarian torsion and appendicitis. Family history included uterine cancer (mother), hypertension (gm interpreted as grandmother), colon cancer (gm interpreted as grandmother) and diabetes mellitus (parents and grandmother). Concomitant products included cilest (ortho tri-cyclen)(B)(6) 2009 to (B)(6) 2009 and norethisterone (ortho micronor-28) (B)(6) 2009 to september 2009 for contraception, naproxen and vicodin (hydrocodone w/acetaminophen) from (B)(6) 2009 to (B)(6) 2009 for costochondritis, medroxyprogesterone acetate since 2013 for menses irregular, amoxicillin and diphenhydramine hydrochloride (benadryl) for pharyngitis as well as diazepam from (B)(6) 2009 to (B)(6) 2009, fluticasone propionate (B)(6) 2009 to (B)(6) 2009, lamotrigine (lamictal) since (B)(6) 2010 and loratadine (lotan) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced amenorrhoea ("amenorrhea"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/ tiredness"), procedural pain ("abdominal pain, onset: right after procedure") and back pain ("back pain (moderate)"). In (B)(6) 2010, the patient experienced mood swings ("mood swings"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2013, 3 years 9 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced vulvovaginal discomfort ("vaginal irritation"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("emotional anguish/ anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and depression ("depression"). The patient was treated with metronidazole (flagyl), progesterone, vicodin (norco), morphine, phentermine hydrochloride, citalopram hydrobromide (celexa), surgery (total vaginal hysterectomy with bilateral salpingectomy) and surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had not resolved, the menorrhagia and vaginal discharge had resolved and the genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, anxiety, bacterial vaginosis, vaginal haemorrhage, nausea, fatigue, weight increased, vulvovaginal discomfort, depression, mood swings, amenorrhoea, procedural pain and back pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood swings, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Patient was not advised of any complications or problems that occurred at the time of essure placement procedure. She did not retain the essure device or any portion of it, after essure removed. She had no complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. On (B)(6) 2009, after essure insertion 3 coils visible inside uterine cavity on left and right. Surgical pathology report on (B)(6) 2009, specimen(s) submitted as: endometrial polyp diagnosis: endometrial polyp; consistent with benign endometrial polyp, inflamed. Gross description: a single specimen is received labeled with the patient's name. "Endometrial polyp" consists of an aggregate of soft tan tissue fragments, 2 x 2 x 0.7 cm. The specimen was submitted in a single cassette. Hysterosalpingogram on (B)(6) 2009, findings: initial scout imaging demonstrates two metallic densities overlying the pelvis consistent with essure coils. Routine images during a hysterosalpingogram demonstrate a normal appearance to the endometrial cavity. There is no evidence of intrinsic or extrinsic mass lesions. The fallopian tubes are occluded bilaterally. Impression: hysterosalpingogram documents occlusion of both fallopian tubes consistent with essure coil placement. The uterine cavity was normal in appearance. Surgical pathology report on (B)(6) 2013, final diagnosis: endometrium , biopsy: benign proliferative endometrium gross description: a single specimen was received in formalin consists of 1.5 x 0_6 x 0.2 cm aggregate of pink to tissue. The specimen is entirely submitted. Microscopic description: sections show a benign proliferative endometrium. Pelvis ultrasound with endovaginal imaging on (B)(6) 2014, history: menorrhagia. Surgical pathology report on (B)(6) 2014, specimen: menorrhagia. Final diagnosis: uterus, hysterectomy, serosal adhesions, cervix, proliferative phase endometrium, fallopian tube with essure contraception devices. Current weight as of (B)(6) 2018: 267 lbs. Approximate weight at the time of essure placement: 252 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: amenorrhoea, mood swings, anxiety, vaginal discharge, bacterial vaginosis, abdominal pain, depression, dyspareunia, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure stop date updated from (B)(6) 2014 to (B)(6) 2014. Events dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), pain/ pelvic pain, onset: right after procedure/ pelvic pain (moderate to severe), anxiety were clubbed with previously reported events. Events bacterial vaginosis, vaginal haemorrhage, nausea, vaginal discharge, fatigue, weight increased, vulvovaginal discomfort, depression, mood swings, amenorrhoea, abdominal pain, back pain were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/ pain/ pelvic pain, onset: right after procedure/ pelvic pain (moderate to severe)"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding") and amenorrhoea ("amenorrhea") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (live births: on (B)(6) 2002, on (B)(6) 2004, on (B)(6) 2009), endometrial polyp, cycling accident (as a junior in high school), loss of consciousness, dysthymic disorder, ankle sprain and macrosomia. She never had meningitis. Previously administered products included for an unreported indication: intrauterine device. Past adverse reactions to the above products included device expulsion with intrauterine device. Concurrent conditions included obesity, ankle sprain, arthralgia of temporomandibular joint, tietze's syndrome, pharyngitis, pharyngitis, ear pain, upper respiratory infection, hearing loss, chest pain, tietze's syndrome, epigastric pain, eustachian tube dysfunction, ovarian cyst, ovarian cyst ruptured, ovarian torsion and appendicitis. Family history included uterine cancer (mother), hypertension (gm interpreted as grandmother), colon cancer (gm interpreted as grandmother) and diabetes mellitus (parents and grandmother). Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) on (B)(6) 2009 to september 2009 and norethisterone (ortho micronor-28) on (B)(6) 2009 to september 2009 for contraception, from march 2009 to september 2009 for costochondritis, medroxyprogesterone acetate since 2013 for menses irregular, amoxicillin and diphenhydramine hydrochloride for pharyngitis as well as diazepam from march 2009 to september 2009, fluticasone propionate on (B)(6) 2009 to september 2009, lamotrigine (lamictal) since on (B)(6) 2010 and loratadine (lotan) from march 2009 to september 2009. In march 2009, the patient experienced amenorrhoea (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea"), fatigue ("fatigue/ tiredness"), procedural pain ("abdominal pain, onset: right after procedure") and back pain ("back pain (moderate)"). On (B)(6) 2010, the patient experienced anxiety ("emotional anguish/ anxiety"), depression ("depression") and mood swings ("mood swings"), 11 months 12 days after insertion of essure. In march 2010, the patient experienced vaginal discharge ("vaginal discharge/malodorous discharge"). In january 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal discomfort ("vaginal irritation"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In april 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with celecoxib (celexa), hydrocodone bitartrate;paracetamol (norco), metronidazole (flagyl), morphine, phentermine hydrochloride, progesterone, and surgery (total vaginal hysterectomy with bilateral salpingectomy and endometrial biopsy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had not resolved, the menorrhagia, vaginal haemorrhage and vaginal discharge had resolved and the genital haemorrhage, amenorrhoea, abdominal pain, dysmenorrhoea, dyspareunia, anxiety, bacterial vaginosis, nausea, fatigue, weight increased, vulvovaginal discomfort, depression, mood swings, procedural pain and back pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood swings, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: on (B)(6) 2009, after esure insertion 3 coils visible inside uterine cavity on left and right. Essure did not worsened a previously existing injury/condition. Patient was not advised of any complications or problems that occurred at the time of essure placement procedure. She did not retain the essure device or any portion of it, after essure removed. She had no complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: initial scout imaging demonstrates two metallic densities overlying the pelvis consistent with essure coils. Routine images during a hysterosalpingogram demonstrate a normal appearance to the endometrial cavity. There is no evidence of intrinsic or extrinsic mass lesions. The fallopian tubes are occluded bilaterally. Impression: hysterosalpingogram documents occlusion of both fallopian tubes consistent with essure coil placement. The uterine cavity was normal in appearance.. Pathology test: on (B)(6) 2009: specimen(s) submitted as: endometrial polyp diagnosis: endometrial polyp; consistent with benign endometrial polyp, inflamed. Gross description: a single specimen is received labeled with the patient's name. "Endometrial polyp" consists of an aggregate of soft tan tissue fragments, 2 x 2 x 0.7 cm. The specimen was submitted in a single cassette.; on (B)(6) 2013: final diagnosis: endometrium , biopsy: benign proliferative endometrium gross description: a single specimen was received in formalin consists of 1.5 x 0_6 x 0.2 cm aggregate of pink to tissue. The specimen is entirely submitted. Microscopic description: sections show a benign proliferative endometrium.; on (B)(6) 2014: specimen: menorrhagia final diagnosis: uterus, hysterectomy, serosal adhesions, cervix, proliferative phase endometrium, fallopian tube with essure contraception devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: amenorrhoea, mood swings, anxiety, vaginal discharge, bacterial vaginosis, abdominal pain, depression, dyspareunia, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 4-dec-2018: plaintiff fact sheet was received and the following information was provided: treatment drug and events onset date added, abnormal bleeding (vaginal, menorrhagia) outcome updated to resolved. Product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia") and anxiety ("emotional anguish"). The patient was treated with surgery (hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia and anxiety outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia and anxiety to be related to essure. Quality safety evaluation of ptc received on 14-dec -2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and abnormal bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 5 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.